Manufacturer narrative:
No report of patient involvement. (B)(4). A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The condenser was replaced.

Event description:
The hospital reported the unit failed the preoperating testing. There was no report of patient involvement.